Event description:
Customer reported the male luer on the alaris® pump module administration set (2420-0500) would spin off of the maxplus® needleless connector (mp1000), disconnect and cause leakage. No patient harm reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
Correction: on initial report.